Manufacturer narrative:
Device not returned.

Event description:
Pt texted and called reporting swelling in his r knee after a session of walking 1100 steps. He saw his physician who did an x-ray which was negative for fracture and he was diagnosed with bursitis. Update 8/16/2016 patient called after urgent care called with the results of his x-ray. They identified a small compression fracture of his r medial plateau. The patient was told to speak with his physician regarding treatment. His physician was emailed the update/news by rewalk robotics.